Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they did not believe the cardiac resynchronization therapy defibrillator (crt-d) was working correctly as their electrocardiogram machine showed irregular rhythms and intervals. The patient reportedly experienced shortness of breath and other non-specific symptoms. The device remains in use. No further patient complications have been reported as a result of this event.